Manufacturer narrative:
(B)(4). Estimated date (start date of symptoms unknown). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment with increased mitral regurgitation and heart failure. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4. The patient presented with a posterior leaflet 3 (p3) prolapse and flail within the medial portion. This portion was not treated. Two mitraclips were implanted on the anterior 3 (a3) / posterior 3 (p3) and the a2/p2 regions without reported issue. The clips were not implanted at the medial p3 prolapse or flail. Reportedly, due to the challenging valve anatomy, and not due to the devices, the results were good but not optimal. The mr was reduced to grade 2-3. On an unspecified date, the patient started experiencing symptoms of heart failure, shortness of breath and fatigue. On (B)(6) 2018, the patient was hospitalized and standard medical therapy with medications was provided. Imaging was performed and increased mr grade 4 was noted. Per imaging, one of the two implanted mitraclips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda). No treatment was reported for the slda. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation, dyspnea and worsening heart failure as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of mitral regurgitation (mr) was likely a result of the slda, and the dyspnea, heart failure and fatigue, cascading effects of the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.